Manufacturer narrative:
Device manufacture date: 06/2011. Conclusion: the visual analysis of the two returned 41239-06 catheter devices confirmed the reported balloon inflation problem. Additional testing of same lot samples were unsuccessful in identifying a mfg. Related non-conformance or out-of spec condition.

Event description:
Complaint rec'd reporting balloon/inflation failures with approx. Five (5) 41239-06 td catheters. It was reported that two of the catheter balloon failures occurred during patient use and three during pre-testing. There were no reported adverse consequences. Mfrs investigation and analysis: two (2) used 41239-06 catheters were returned for testing and analysis. Visual inspection confirmed the returned 41239-06 catheter balloons exhibited various damages/anomalies. Examination at 10x magnification recorded there were no missing balloon fragments or pieces from either of the two returned devices. Additional analysis: fifteen (15) same lot packaged 41239-06 td catheter from in-house finished goods inventory were also functionally tested and analyzed. The results recorded all units were acceptable per the product performance specifications. Manufacturing lot build record were reviewed. Test and inspection records documented the catheter balloons were 100% treated and inspected throughout the build cycles as well as prior to final packaging. Engineering analysis: although the exact cause(s) of the catheter balloon damages are unknown at this time, previous engineering inspections have replicated similar conditions, i.e. Over inflation; intended force; use of incorrect sized mating/accessory devices such as sheaths/hemostasis valves etc.